Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2021. B5: upon follow up, it was reported that the cause of peritonitis "could be due to the catheter since the patient had infections twice in 6 weeks time". The patient went to emergency room and was hospitalized with complaints of abdominal pain, fever and cloudy fluid and was diagnosed to have peritonitis. The patient was treated with ciproflaxacin capsule and unknown intraperitoneal antibiotics. The patient went in to the emergency room and was hospitalized for one day due to a second infection. Pd therapy was discontinue and the patient switched to hemodialysis. Based on additional information received, the unknown baxter pd ancillary was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.